Event description:
The doctor reported that the abutment screw fractured inside of the implant after being in function for only a month. The doctor attempted to remove the screw with a stock screw removal kit but was not successful.

Manufacturer narrative:
The fractured abutment screw is confirmed by evidence in the provided x-ray. An evaluation of the fractured screw could not be completed because the fractured portion of the screw was discarded and the fragment of the screw remains in the implant. The DHR review could be completed as no lot number provided. The cause of this event could not be determined. Discarded by the customer.